Manufacturer narrative:
The reagent lot number is 817734. The expiration date was requested but not provided. The field service engineer investigated the event and noted that the calibration and qc results were acceptable, but the precision check for hardware was not. He decontaminated the system and replaced the module. The investigation is ongoing.

Event description:
The initial reporter received questionable tina-quant albumin gen.2 - urine application result from two urine patient samples tested on the cobas 6000 c501 module. Patient sample 1 the initial result was 51.3 mg/l. The repeat result was 12.5 mg/l. Patient sample 2 the initial result was 50.6 mg/l. The repeat result was 5.9 mg/l.

Manufacturer narrative:
Reagent issues were excluded as no further cases were reported and correct reruns were performed with the same reagent. The field service engineer (fse) inspected the analyzer, decontaminated the flow path, replaced the sample probe, and confirmed the analyzer was performing according to specifications. The specific cause of the event could not be determined. The investigation determined that the service actions resolved the issue.